Event description:
It was reported that patient presented in clinic. The patient's right atrial (ra) lead exhibited noise and low pacing impedance. The ra lead was capped and replaced on (B)(6) 2025. Patient was stable.